Event description:
A malfunction was reported, identified by the malfunction code malf 9, which occurred without any notable prior events. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support provided information for resetting the pump, assisting the customer in the process, and confirmed that the malfunction code did not recur. Consequently, the customer was advised to continue using the pump and to contact support again if any issue recurred, to which the customer agreed.